Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory anlaysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead migrated/eroded. The decision was made to explant the entire system. No adverse patient effects reported.